Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy during the activation process. The pod was not worn.

Manufacturer narrative:
The pod was returned with the needle mechanism in the fully deployed state. Inspection of the pod data found the pod completed priming in an expected number of pulses, delivered over 200 pulses and delivered an immediate bolus. The needle mechanism was successfully reset into the locked and loaded position and the pod deployed as expected upon manual rotation of the ratchet gear. No problem was found. Inspection of the fluid path found the exposed portion of the soft cannula to be crushed and stretched, causing the soft cannula to measure longer than expected at 1.098 inches long. Fluid was also observed to leak from the fluid path due to a tear in the exposed portion of the soft cannula. Due to the external nature of the damage, the exact cause and timing of the observed damage cannot be determined. The damage cannot be confirmed as the root cause of the user reported events.